Manufacturer narrative:
Concomitant medical products: product ID: a810, serial# unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient being initially implanted with an implantable infusion pump delivering infumorph (25 mg/ml, 2 mg/day additional prime was calculated as 0.1 ml additional) for an unknown indication for use. On (B)(6) 2018, during initial implant, an incorrect extra dose was added to the prime using the (B)(4) tablet and a810 application. The priming bolus was added in milliliters (ml) rather than milligrams (mg) (also stated that the prime bolus was given as volume rather than milligrams). It was noted all information was reviewed with the physician prior to update. The interventions reported were monitoring of the patient post-op and they were discharged without incident. The patient reported no overdose symptoms 6 hours after additional prime medication was given. The issue was resolved at the time of this report. No additional surgical interventions were required or occurred. The patient's status was alive - no injury. On (B)(6) 2018, additional information was received from the manufacturer representative (rep). Additional information reported how the programming occurred. The prime was programmed as new pump/catheter were connected. No back table prime occurred. The prime screen appeared and the physician requested an additional 0.1 mg of drug. Advanced settings on the programmer were activated and .1 ml was added to prime. The intended parameters programmed were "0.349 ml + 0.1 mg". The actual parameters programmed were "0.349 ml + .1 = .449 ml". The rep confirmed the entire bolus was delivered. The error was not identified during the initial review, rather it was identified after the review. The rep also stated that the patient never reported any adverse effects from additional medication delivered during prime. This was confirmed with the office on (B)(6) 2018.